Event description:
It was reported that upon opening of the packaging during surgery, it was noticed that the actual device inside the box was a 390018s and not 390016s that was on the label. He added that a replacement was available and the procedure could be completed without any delay.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.